Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that an animal underwent a surgical procedure on an unknown date and suture was used. When the needle was clamped from the packet, it detached from the suture. Another like device was used. There were no adverse patient consequences reported.